Event description:
The following information previously reported in mfg report #2182207-2021-00224 is relevant to mfg report # 3004209178-2020-04738 [ information was received from a healthcare provider via a manufacturing representative (rep) regarding an unknown patient receiving an unknown drug via an implantable pump. It was reported a pump error occurred when the pump was re-programmed. The specific error was not provided. However, the hcp stated this was the ¿second time I have had an error like this,¿ with the first time referring to a pump memory error (please refer to 3004209178-2021-00987 regarding this event). No further information was provided regarding this second occurrence. Additional information received reported that they did not know what caused the issue.]

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: unknown, product type: software, product ID: a810, serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown, UDI#: unknown; product ID: a810, serial/lot #: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 583.1 mcg/day via an implanted pump. It was reported the error code 112 memory error was seen and code 243. The logs were checked and no issues were found with the pump. The hcp stated on the tablet, no drug , reservoir , infusion settings. It was reviewed the issue was an error during the interrogation and cleared out the information. It was noted when the 8840 was used the same issue was seen. It was also reviewed to update the pump with the correct information and that would correct the issue. The nurse was not able to update the pump while on the call due to the refill needing to be completed first. Symptoms included the patient was a little tighter then normal. The hcp called back on the date of this report and stated that the nurse aspirated the pump and there were 10ml in the reservoir. Based on the previous session report, it was calculated that the pump should have 3.4ml in the reservoir after infusing for 57 days at 2,000mcg/ml at 583.1mcg/day. The hcp reported that the n¿vision programmer and the tablet were saying that the reservoir volume should be 9.1ml. It was confirmed that there were no other dates in the logs except for january 6th when the pump was implanted and updated. The logs were normal and only the pump memory error message was seen at the initial interrogation with the n¿vision and the tablet. It was recommend to bring the patient back in a few weeks to compare actual vs programmed volume in the pump. The hcp was concerned because calculations say there should be 3.4ml in the reservoir but the programmer says there should be 9.1ml. The physician was concerned the pump was delivering a different dose than what was programmed at implant. No further complications were reported.